Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed screws it is recommended to torque at 20ncm. Without the returned product, there is not enough evidence to form a conclusion on the reported event of abutment screw fracture. Therefore, the complaint is non-verifiable. A probable cause cannot be determined.

Manufacturer narrative:
Device lot # was not provided/unknown. Device has not been returned to manufacture. Product no returned to manufacture.

Event description:
It was reported that the screw broke in the patients mouth. The crown was place (B)(6) 2016 and the screw broke on (B)(6) 2017. He mentioned that half of the screw is still stuck in the implant.